Event description:
It was reported that the device was involved in a field action. No further (clinical) information, however, was received. The device was replaced. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Final device analysis noted that power on reset (por) occurred when pressure was applied to the can. The device was opened and visual inspected under a microscope noted broken bond wires connecting the battery to the hybrid circuit, which explains the por. The epoxy bond between the hybird and both battery terminals was broken. The broken epoxy bond indicates that there was a relative hybrid-to-battery movement, which led to mechanical stressing of the battery wire bonds. The battery voltage was ok (2.58v). The broken bond wires were related to the reported event.